Event description:
According to the customer, the staple inserted on (B)(6) 2025 for a "4th and 5th tmt fusion" has broken at "approximately 3-4 months post-op". The customer reported that the broken staples were explanted on (B)(6) 2025. The customer said that "delayed unions and non-unions have occurred" related to the reported incident.

Manufacturer narrative:
According to the customer, the staple inserted on (B)(6) 2025 for a "4th and 5th tmt fusion" has broken at "approximately 3-4 months post-op". The customer reported that the broken staples were explanted on (B)(6) 2025. The customer said that "delayed unions and non-unions have occurred" related to the reported incident. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.